Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not identified. The peritonitis event was manifested by abdominal pain, vomiting, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefalotine 1 g once daily and intraperitoneal amikacin 500 mg once daily for peritonitis. Two days after the event onset, the antibiotics were discontinued and the patient was switched to intravenous meropenen (dose and frequency not reported) for peritonitis due to culture results. Three days after the event onset, the patient's pd catheter was removed. The following day the patient was switched to hemodialysis. Fourteen days after the event onset, the antibiotics were completed, the patient was discharged from the hospital, and the patient recovered that same day. No additional information is available.